Event description:
The device had not been working for a month, since the patient encountered a security gate at a courthouse. Impedances were greater than 4,000 ohms for all electrode pairs. The patient was taken to surgery. Intra-operative testing on the lead was fine. The extension was then replaced. Impedances were retested and were ok except for combinations involving the case. At that time the ins was outside the patient's body. The ins was replaced as the physician suspected it was damaged and impedances were still greater than 4,000 ohms with the ins out of the patient's body. The ins was put in the patient and impedances were all fine. The patient outcome was "ok."

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.